Event description:
It was reported that the pt experienced intermittent withdrawal symptoms. During the catheter revision, it looked like the catheter may have been kinked on the top of the pump. It was also noted that one suture had come loose from the connector. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.